Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes, the stopper of 7 tubes were lifted and one stopper pulled out within the holder. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 4 photographs from the customer in support of this complaint. Evaluation of the photographs indicated cap/stopper assembly stuck in the single use holder, stopper pop off and stopper pullout was observed. 10 retained samples were used to draw water using bd single use holder and bd precision glide needle. None of the cap/stopper assemblies got stuck in the holders during this exercise. Bd was able to confirm the customers indicated failure modes - stopper pop off and stopper pullout from the photographs attached. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.